Manufacturer narrative:
Section d9: corrected manufacturer's investigation conclusion: evaluation of the returned external portion of the driveline confirmed driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log files. Review of the submitted log files confirmed multiple low speed and pump stop events on 08nov2024 while the patient was connected to the mobile power unit (mpu). These events were associated with low-speed advisory/hazard, low flow hazard, and motor stop alarms. The alarms resolved at the end of the file on (B)(6) 2024 when the patient was connected to battery power. Based on previous complaint experience, these events could be indicative of a potential issue with the driveline resulting from conductor breakdown and a short to shield. The submitted driveline x-ray image appeared unremarkable. Driveline wire compromise could not be confirmed via the submitted image. A distal end driveline repair was performed by an abbott technical services representative on 12nov2024. Approximately 18.0¿ of the external portion/distal end of the driveline was returned for evaluation. A previous clamshell repair was noted at the controller connector. The pins of the controller connector appeared unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. A layer of rescue tape was present along the majority of the driveline. The rescue tape was removed and tears in the outer jacket were observed in several locations along the length of the driveline. Upon removal of the outer jacket, the majority of the bionate layer was discolored dark brown but was otherwise unremarkable. The bionate layer was removed, revealing severe breakdown in the metal braided shield throughout the driveline. The metal shielding was removed, and the underlying wires were visually inspected under the microscope. A breach in the insulation of the brown wire was observed adjacent to the controller connector. The remaining wire sections revealed no obvious signs of damage to the wire insulations or underlying conductors. The driveline was then submerged in a saline bath for high-potential testing to verify the integrity of each wire¿s insulation. The test confirmed the exposed conductor of the brown wire. No other areas of current leakage through the insulation of the driveline were identified. If the exposed conductor of the brown wire came in contact with the metal braided shield while operating on a grounded power source, a short to shield would have resulted; this could have caused the low speed and pump stop events captured in the submitted log file. The relevant sections of the device history records for heartmate ii (serial number (B)(6) and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms, and the appropriate actions associated with them. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The x-ray images appeared unremarkable. It was noted that the patient had previously had a clamshell repair (captured under MFR # 2916596-2023-08179). The patient received a driveline repair on 12nov2024. The repair splice was started approximately 3.5 inches from the exit sit and there were no alarms were noted during the repair. The patient was to remain on the ungrounded patient cable until analysis was complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple pump stops while connected to the power module with a blue grounded cable. Log files revealed speed drops below the low-speed limit and pump stops while the patient was connected to the power module. X-rays of the driveline were taken on (B)(6) 2024. The patient was sent home on an ungrounded cable and batteries. The patient was to receive a driveline repair on (B)(6) 2024. No alarms were noted during the repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the alarms resolved after driveline repair.